Event description:
On may 27th, 1992, a 53 year old male patient was returned to the cardiac catherization lab for a repeat balloon angioplasty. At the conclusion of the procedure, the cardiologist noted a fragment of the guide wire was wedged at the distal end of the first obtuse marginal branch of the circumflex artery. According to the attending cardiologist he believes the seperation occurred at the solder point connecting the guide wire to the platinum tip, or approximately one centimeter from end of the guidewire. When it was not possible to retreive the fragmentary piece, it was decided, since there was no preceived risk to patient, to leave it in placeinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.